Event description:
Allegations of health problems including but not limited to chronic fatigue, arm pain, burning sensation and severe encapsulation in breast, lymph node enlargement, concentration problems and weakness. Left implant was allegedly ruptured.